Event description:
On (B)(6) 2017, a reporter for the lay-user/patient contacted lifescan (lfs) canada, alleging that the patient¿s unspecified onetouch meter read inaccurate. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the csr during a follow-up call with the reporter on (B)(6) 2017. The reporter stated that at an unspecified date and time during (B)(6) 2017, the patient obtained an inaccurate result of ¿4.0 mmol/l¿ with the subject meter. The patient manages her diabetes with humalog insulin taken with each meal and lantus insulin taken once each morning. The reporter informed the csr that the patient adjusts her insulin dose based on blood glucose results. During the follow-up call, the reporter stated that approximately 20 minutes prior to obtaining the alleged inaccurate result the patient developed symptoms of ¿profuse sweating, confusion, inability to function¿; symptoms she associated with hypoglycemia. The reporter claimed he treated the patient with gatorade in response to the symptoms. The reporter claimed the patient¿s blood glucose was tested on another meter when the alleged issue occurred and a result of ¿15.0 mmol/l¿ was obtained. During the follow-up call, the reporter denied the patient made any changes to her usual diabetes management regimen prior to the onset of symptoms. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.